Manufacturer narrative:
Device not yet returned for evaluation. Device not yet received at manufacturer.

Event description:
On (B)(6) 2016 an inspire patient, who had been implanted 1 month earlier, complained of pain and inflammation at the ipg and stimulation lead sites. This patient had been prescribed keflex postop but did not follow the regimen. The doctor directed the patient to take kelflex following patient's complaint of inflammation, and the patient began to feel better however, on (B)(6) the patient began leaking seroma from her ipg site so the physician explanted the system. Upon explanting the system the physician confirmed that there was infection present at both the ipg and stimulation lead sites. The likely cause was due to the need for a more complex tunnelling route in order to avoid the patients breast prosthesis.